Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), blood loss anaemia ("anemia"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), metrorrhagia ("metorhagia (bleeding b/w periods)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), rash ("rash"), skin disorder ("skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems"), was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain") and underwent cystocele repair ("cystocel repair") and urinary bladder suspension ("trouble holding your bladder: I had a bladder sling placed"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, blood loss anaemia, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, metrorrhagia, bladder disorder, urinary tract disorder, cystitis, vaginal infection, vaginal discharge and urinary tract infection had resolved and the blood disorder, cardiac disorder, rash, skin disorder, psychological trauma, fatigue, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, visual impairment, weight increased and urinary bladder suspension outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, blood disorder, blood loss anaemia, cardiac disorder, cystitis, cystocele repair, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder, urinary bladder suspension, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2011, (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New events trouble holding your bladder: I had a bladder sling placed was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure (batch no. 713463-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included paratubal cyst and adenomyosis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), blood loss anaemia ("anemia"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), metrorrhagia ("metorhagia (bleeding b/w periods)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), rash ("rash"), skin disorder ("skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems"), was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain") and underwent cystocele repair ("cystocel repair") and urinary bladder suspension ("trouble holding your bladder: I had a bladder sling placed"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, blood loss anaemia, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, metrorrhagia, bladder disorder, urinary tract disorder, cystitis, vaginal infection, vaginal discharge and urinary tract infection had resolved and the blood disorder, cardiac disorder, rash, skin disorder, psychological trauma, fatigue, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, visual impairment, weight increased and urinary bladder suspension outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, blood disorder, blood loss anaemia, cardiac disorder, cystitis, cystocele repair, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder, urinary bladder suspension, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2011, (B)(6) 2010 discrepancy noted in patient middle name: megan m. Strumpf the essure device was then introduced the transducer and it was appropriately placed with 5 coils noted to be placed on the right and approximately 4 coils on the left. Most recent follow-up information incorporated above includes: on 27-aug-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure (batch no. 713463) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included paratubal cyst and adenomyosis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), blood loss anaemia ("anemia"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), metrorrhagia ("metorhagia (bleeding b/w periods)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), rash ("rash"), skin disorder ("skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems"), was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain") and underwent cystocele repair ("cystocel repair") and urinary bladder suspension ("trouble holding your bladder: I had a bladder sling placed"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, blood loss anaemia, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, metrorrhagia, bladder disorder, urinary tract disorder, cystitis, vaginal infection, vaginal discharge and urinary tract infection had resolved and the blood disorder, cardiac disorder, rash, skin disorder, psychological trauma, fatigue, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, visual impairment, weight increased and urinary bladder suspension outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, blood disorder, blood loss anaemia, cardiac disorder, cystitis, cystocele repair, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder, urinary bladder suspension, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2011, (B)(6) 2010. Discrepancy noted in patient middle name: (B)(6). The essure device was then introduced the transducer and it was appropriately placed with 5 coils noted to be placed on the right and approximately 4 coils on the left. Most recent follow-up information incorporated above includes: on 13-aug-2020: mr received. Lot number added. New reporters and concomitant condition added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In a 33-year-old female patient who had essure (batch no. 713463-not valid), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: paratubal cyst and adenomyosis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), metrorrhagia ("metorhagia (bleeding b/w periods)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), rash ("rash"), skin disorder ("skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems"). Was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). And underwent cystocele repair ("cystocel repair") and urinary bladder suspension ("trouble holding your bladder: I had a bladder sling placed"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, iron deficiency anaemia, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, metrorrhagia, bladder disorder, urinary tract disorder, cystitis, vaginal infection, vaginal discharge and urinary tract infection had resolved. And the blood disorder, cardiac disorder, rash, skin disorder, psychological trauma, fatigue, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, visual impairment, weight increased and urinary bladder suspension outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, blood disorder, cardiac disorder, cystitis, cystocele repair, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder, urinary bladder suspension, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2011, (B)(6) 2010. The essure device was then introduced. The transducer, and it was appropriately placed with 5 coils noted, to be placed on the right. And approximately 4 coils on the left. Most recent follow-up information incorporated above includes: on (B)(6) 2020, quality safety evaluation of ptc. Event blood loss anemia updated to anemia from chronic blood loss. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and blood loss anaemia ('anemia') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), metrorrhagia ("metorhagia (bleeding b/w periods)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), rash ("rash"), skin disorder ("skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, blood loss anaemia, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, metrorrhagia, bladder disorder, urinary tract disorder, cystitis, vaginal infection, vaginal discharge and urinary tract infection had resolved and the blood disorder, cardiac disorder, rash, skin disorder, psychological trauma, fatigue, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, blood disorder, blood loss anaemia, cardiac disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2011, (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet received: event injury was replaced with pelvic pain. New events - dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), blood loss anemia, blood/heart disorder, allergy: rash/skin condition, psych injury, bladder problems, urinary problems bladder infect, urinary tract infection, vaginal infection, vaginal discharge, fatigue, hair loss, dental probs, hormonal changes, migraines, headaches, nausea, vision problems, weight gain were added. Outcome of event dysmenorrhea, dyspareunia, apareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metorhagia, anemia, blood/heart disorder, bladder problems, urinary problems, bladder infect., urinary tract infection, vaginal infection, vaginal discharge were updated as recovered/resolved. Reporter¿s information, patient demography were added. Case is now incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.